Manufacturer narrative:
(B)(4): no activity related to the complaint was observed in the black box history. The battery was not returned with the pump for investigation. The battery compartment and cap were found to be intact. The pump electrical current draws were tested and found to be within specifications. Teh pump cover was removed and no damage was found to the power circuit.

Event description:
It was reported the pump was warm to the touch. Troubleshooting revealed there was no damage to the battery cap or compartment, no corrosion in the compartment and the pump had not been exposed to water. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.